Manufacturer narrative:
The employee sought medical treatment and was administered medication for pain management. The employee later returned to work. While there were several employees within the facility using the sterilizer, only one reported an issue. A steris field service technician arrived on-site, inspected the unit, and determined the door's hinges were tight, and the door was difficult to open. The technician lubricated the door hinges, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 1993 and is under steris service contract. The last preventative maintenance activity was performed on (B)(4) 2015. The user facility has not experienced any additional issues with the sterilizer door.

Event description:
The user facility reported that an employee injured their wrist when attempting to close their 16" century sterilizer's door.